Event description:
The account alleged the bed would not function in cardiopulmonary resuscitation mode. No injuries reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.